Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customers medical technician. When asked about the behavior of the device, the technician responded that a functional test was performed and the speaker is currently working without any problems. The device may have been previously muted. If the issue happens again, the customer will report to philips again. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that the device is displaying a speaker malfunction error. It was not confirmed if the device was emitting sound or not at the time of the event. The device was in use on a patient at the time of the event. There was no adverse event reported.